Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. Reportedly, the starclose se device was difficult to remove from the patient's anatomy. The device eventually released after approximately 15-20 minutes of manipulation and could be removed from the patient's anatomy. The patient experienced pain for 10-15 minutes and was given a local anesthetic. Manual compression was applied to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not completed.